Event description:
It was reported by the patient's spouse that the hospital record stated "device malfunctioned, backfired." The patient is reported to have died with questionable cause of death reported ischemic heart disease. There is no allegation from a health care professional that the death was device related. Additional information has been requested and not received.

Event description:
It was reported by patient's spouse that the hospital record stated "device malfunctioned, backfired." The patient is reported to have died with cause of death reported as questionable ischemic heart disease. Follow up later revealed that the patient was admitted to the hospital on (B)(6) 2010 after a syncopal episode. While hospitalized, the patient had an electrocardiogram that showed no change in qt interval, a cat scan of the brain which was unremarkable, an echocardiogram which showed an ejection fraction of 10% and moderate mitral valve regurgitation, and a carotid duplex ultrasound which showed right sided 50-60% stenosis. The patient was discharged on (B)(6) 2010 and died on (B)(6) 2010. The device was reported to have been destroyed in the funeral home prior to cremation.

Event description:
It was reported by patient's spouse that the hospital record stated "device malfunctioned, backfired." The patient is reported to have died with cause of death reported as ischemic heart disease. Follow up later revealed that the patient was admitted to the hospital on (B)(6) 2010 after a syncopal episode and other contributing factors cad and hypertension. While hospitalized, the patient had an electrocardiogram that showed no change in qt interval, a cat scan of the brain which was unremarkable, an echocardiogram which showed an ejection fraction of 10% and moderate mitral valve regurgitation, and a carotid duplex ultrasound which showed right sided 50-60% stenosis. The patient was discharged on (B)(6) 2010 and died on (B)(6) 2010. The device was reported to have been destroyed in the funeral home prior to cremation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Later reported hospital discharge notes from the date of discharge note "patient did have his ICD interrogated and that was normal, found to be normal." Patient's spouse reported patient died and questioned why device never shocked patient. Patient had had burning in the chest on previous occasions, but the device was checked regularly and noted to be "fine." Wife later reported patient "didn't feel quite right leading to the device going off."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Later reported hospital discharge notes from the date of discharge note "patient did have his ICD interrogated and that was normal, found to be normal." Patient's spouse reported patient died and questioned why device never shocked patient. Patient had burning in the chest on previous occasions, but the device was checked regularly and noted to be "fine."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.